Event description:
It was reported that the patient "played" with the "wires"/cables of the external pulse generator (epg) and experienced asystole. The caller contacted technical services to ensure that the competitor cable was connected correctly. The epg was working "fine." The caller also indicated that the patient was "fine." The epg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.